Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the left ventricular lead dislodged. The lead was repositioned and the device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the patient experienced diaphragmatic stimulation prior to the discovery of the lead dislodgement. The lead was repositioned on (B)(6) 2015.